Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
It was reported that the doctor performed a spinal fusion surgery in which rhbmp-2/acs was used and implanted hardware. Immediately following the surgery, the patient was taken from the recovery room back into surgery because of protruding hardware. Patient¿s pain is now worse than it was prior to surgery. On (B)(6) 2013, patient underwent a surgery in which hardware had to be removed and replaced. Patient now cannot sleep, cannot sit, and cannot walk or stand for long periods of times.